Event description:
It was reported that the patient experienced a syncopal episode and attempted to send a manual remote pacemaker transmission multiple times, but the clinic was unable to view the egm of the event. The patient was brought into the clinic for full interrogation. All diagnostics were within normal range, but the ventricular fibrillation (vf) event had no egm and said "invalid data". All other non-sustained events had normal egm's. The only way to view the vf event was via the flashback memory. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated that the egm (electrogram) pre-storage data was missing/invalid. However, when viewing the file on the 2090 programmer, the complaint is confirmed. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.